Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. Post stent implantation of a 3.5x23mm xience xpedition stent, a proximal edge dissection was noted. Another 3.5x12mm xience xpedition stent was used to cover the dissection and complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo left anterior descending artery. Post stent implantation of a 3.5x23mm xience xpedition stent, a proximal edge dissection was noted. Another 3.5x12mm xience xpedition stent was used to cover the dissection and complete the procedure. There was no adverse patient sequela and no clinically significant delay. No additional information was provided.